Event description:
We introduced the bard powerloc clear needles to our hospital two months ago. It was reported that a patient with a double lumen port had some minimal leaking from the outer lumen. The inner lumen had chemotherapy infusing, and the line that was leaking had saline. The nurse reported that the leak seemed to be coming from the IV tubing or the clave and the plastic powerloc connector appeared to be cracked.